Manufacturer narrative:
Additional/corrected information: h10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Refer to mrn: 1221359-2021-00679. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1015993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1015993 and test base part number 190-430 / lot 1015993 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015993 showed that the complaint rate is (B)(4). Investigation not yet complete. Upon completion, information will be provided in a supplemental report.

Event description:
A customer sent a cumulative report of three false negative results involving two lot numbers with the ID now covid-19 assay generated across three different testing sites. This report represents lot number 1015993. This is report two of two. The customer reported two false negative results using a nasal swab with the ID now covid-19 test. Specimen collection occurred on (B)(6) 2021 and (B)(6) 2021; testing date and time is unknown. Confirmation testing with core lab provided positive results. Specimen collection occurred on (B)(6) 2021 with a nasal swab in viral transport media and (B)(6) 2021 with a nasopharyngeal swab in viral transport media; testing date and time is unknown. Additional patient information, including symptoms, treatment and outcome, is unknown. No additional information will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.